Event description:
It was reported that a flogard infusion pump experienced an f-68 alarm (malfunction in a/d converter circuitry. A/d converter for channels 8 and 9 did not complete). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and battery testing was performed. The reported condition was not confirmed during the pump's servicing. The device passed all testing and was returned to the customer in working order.